Manufacturer narrative:
Date of event: this event occurred during the unspecified date and month of year 2019. Manufacturing facility- (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the seam of the bag. The leak was discovered during setup. There was no patient involvement. No additional information is available.